Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed but datas are insufficient to confirm the reported event. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. On (B)(6) 2024, the total volume infused increases from 100 ml to 250 ml without any infusion/bolus recorded between 13:24:20 to 14:13:50. According to our experts, it is more likely to be due to an issue with partner's extraction (a known issue) than with the pump. But without the pump to test it, it's impossible to prove it. However, since the associated device was not returned, the root cause remains unknown. This complaint is considered as: not confirmed the trend is: normal, kabitrack record(s): na, jira/gforge record(s): na, this complaint has been reported as MDR to the FDA: yes.

Event description:
The following has been reported: original fault reported as : patient incident. "Agilia IV pump programmed to run a bolus of 500ml over 20mins (the max rate). On two occasions, within 10 mins of one another, the pump would deliver a random volume of fluids and within minutes, without input, revert to a kvo 5ml/hr rate. Incident date not provided - their biomedical engineers were notified of the event on 6/3/2024. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.